Manufacturer narrative:
(B)(4).

Event description:
See MDR# 3006425876-2014-00211 for the first event with this patient. It was reported that in the ICU when the doctor was advancing the catheter over the sw that was placed in the male patient's right subclavian vein, the swg kinked and got stuck in the tip of the catheter. As a result, both swg and catheter were removed and a third kit was opened and used without issue. It is not known if this caused a delay, however, there was no death or complications to the patient as a result of this occurrence.